Event description:
The customer's father called to report a motor error alarm and an error alarm. Troubleshooting was performed and the insulin pump did not pass the displacement test. The father stated that the insulin pump was not exposed to any high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.